Event description:
While inserting guide pin in pt, it broke 1.5 cm from tip and tip could not be removed. As a result reamer encountered the broken tip of the guide wire and 2 cm of reamer tip broke and also remains implanted in femur.